Event description:
Reporter alleged obtaining a discrepant blood glucose result of 112 mg/dl back to back with a result of 220 mg/dl on the advantage system when testing was performed less than 10 minutes apart. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.

Manufacturer narrative:
The customer was unsure if the strips used were still in his possession or ones he no longer has. Therefore 2 different systems are being reported. This medwatch report is for the suspect device used in system 2 (unknown lot number and expiration date). Reference medwatch report with pt is for the suspect device used in system 1.